Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel were observed. After altering the gain settings, it was later revealed that myopotential oversensing was observed. The noise was not reproduced with coughing. Programming changes were made. The device remains implanted. The patient was fine afterwards.